Event description:
A baxter sales representative reported to baxter corporate product surveillance a clearlink continu-flo solution set in which a backflow occurred. According to the report, the facility attached a secondary set to a bag of vancomycin, lowered the primary medication bag, and let the infusion flow. When a staff member came back, they found the bag of the vancomycin full. According to the report, the event occurred following the completion of the vancomycin infusion. The facility is stating that the sigma pump with which it was used caused to backflow of medication into the empty secondary bag. The facility just switched over to primary and secondary tubing sets from hospira tubing and just recently started using sigma pumps. The event occurred during use. Upon customer follow up, it was determined that the nurses are lowering the secondary bags, allowing them to fill back up with solution from the primary bags. After the pharmacy supervisor observed their technique, they realized that the nurses were setting up the infusion incorrectly and the issue has since been resolved. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number is unknown.